Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge alarm 25 occurred. Reportedly, the customer did not remove the cartridge during pumping. Customer switched out all supplies to resolve the issue. Additionally, it was reported that the customer experienced multiple undefined high blood glucose (bg) levels that were "high" per continuous glucose monitor readings and were addressed with correction boluses and exercise. Tandem technical support advised customer to consult their healthcare provider regarding diabetes management.